Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: d4: serial# (B)(6), d9: yes, return date: 11-nov-2020. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c0706. H6: FDA conclusion code(s): d11. A supplemental report is being submitted for device evaluation. Product event summary: two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection of one controller revealed contamination within both power ports and the serial port of the controller, as well as a missing serial port cap. These are additional observations not related to the reported event. The most likely root cause of the observed contamination and missing serial port cap can be attributed to the handling of the controller. Failure analysis of the returned controllers, as well as visual evidence provided by the site, revealed bent pins within the serial port of both controllers. The bent pins did not allow a data cable to be connected to the controllers. As a result, the reported event was confirmed. The most likely root cause of the reported bent pin event can be attributed to a misalignment between the serial ports and the data cable. An internal investigation was opened to investigate bent/damaged pins with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2021 / serial or lot#: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-may-2020. Labeled for single use: no . (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one controller had bent pins in the data port. The controller was exchanged, and the second controller was also reported to have bent pins in that data port. The second controller was exchanged as well. It was unknown what caused the bent pins on either controller. No patient complications have been reported as a result of this event.